Manufacturer narrative:
Physio-control informed the customer that the device is unable to be repaired due to the lack of replacement available for the failed system pcb assembly. The device was returned to the customer unrepaired.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off soon after being powered on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a faulty system pcb assembly. The device is unable to be repaired at this time due to part obsolescence.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off soon after being powered on. There was no report of patient use associated with the reported event.